Event description:
3 days after placement, pt felt a "pop" in shoulder area. Anytime catheter was used after this incident, pt felt pain and burning. Surgeon removed catheter and found a burst just below the cuff. No other info provided.